Event description:
The operator attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. It was reported that after the needles were deployed, the foot of the device would not park. The operator, along with the physician, decided to crack open the body of the device and manually release the foot. The device was then retracted and the knot was deployed achieving hemostasis. It was reported that manual compression was applied for a "short time" post-deployment for precautionary measures. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.